Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a urinary dysfunction/sacral nerve stim . It was reported that patient had gradually returned of symptoms. She was going to the bathroom more often at night. There was no fall or trauma could be related to the event. Patient was currently on program 2 at .7v and increased to upper limit 8.5 but patient did not feel stimulation. Patient used the patient programmer (pp) and went to program 3 and increased to 8.5v upper limit reached but did not feel any stimulation. Patient stated she may have felt stim slightly but was not sure. Patient used the pp and locked in program 4 at 7.7v. Patient stated this setting was comfortable sitting, standing and walking. Patient was aware to decrease stim if stim became uncomfortable. Patient would continue to track her symptoms. It was also reported that the patient thought the ins had moved and had made an appointment with healthcare provider (hcp). Patient was informed by hcp that her ins was in the same spot and everything was fine. Two weeks later, patient further reported that her reason for calling on (B)(6) 2016 was that she needed help to turn it on because her device had turned off for quite sometimes. She was not having any urinary symptoms. The reason for call today was that she stopped feeling stim two days after she called patient services. She had an appointment with hcp on (B)(6) 2016. Patient stated hcp was not familiar with the device but when she pushed buttons and increased stim, patient felt electrical shocks in her back where implant was located. She did not feel right and did not feel stim in her vagina area. The sensation was uncomfortable and she had turned it off. Patient was on program 4 at 6.8v. She never felt stim in her back. Patient services reviewed and patient turned stim down to 5.3v and she still felt painful stim in back. Patient thought the stim level she was on, was fine because presently she did not feel stim at all. It was indicated that patient started crying and she did not want to activate a different program. She did not want to turn her implant off. It was noted patient decreased stim all the way down to 1v but she still felt uncomfortable pain. Patient turned stim completely off but patient still felt pain. Patient stated may be pain was coming from device itself and not the stimulation. She initial thought the implant was moving. She saw hcp and they did an MRI and results showed implant was in the right location. Patient wanted to know why all of a sudden she was feeling stim in her back instead of vaginal area where she has always felt stim since 2011. Patient indicated her symptoms worsen just a little bit. Patient stated she drinks a lot of water and cranberry juice. Patient confirmed ins was on with her pp. It was indicated the report issue related to positional movement. Patient also stated she has an appointment with hcp on (B)(6) 2016

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that lead to the stimulation issues and return of symptoms included that the device just stopped working. When the patient tried to turn it back on, she felt strong electrical shocks in her back where the box was. She set up an appointment with a manufacturer representative, but she missed it so it had to be rescheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.